Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels reaching 47 mg/dl. Reportedly, the customer believed the pump settings needed to be adjusted. Customer consumed carbohydrates to address low bg levels and subsequently bg levels elevated to 540 mg/dl due to consuming too many carbohydrates. Customer delivered boluses to address elevated bg levels.